Manufacturer narrative:
(B)(4). The actual device was returned for evaluation the cause is a short insertion, causing the needle to pull off, which is a manufacturing defect. Representative samples were visually examined for attribute defects and none were found. The swage area of the needle-suture was examined for visual inspection attribute defects and no attachment defects were noted. The needle-suture had a correct swage.

Event description:
It was reported by a veterinarian that an animal underwent a surgical procedure on an unknown date and suture was used. During the procedure, when the veterinarian grasped the needle to remove the suture from the cassette, the needle came off of the suture and the suture remained coiled inside the cassette.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.